Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to the use of a high-energy endo therapy accessory without maintaining adequate distance from the endoscope. However, while the device malfunction was confirmed during the evaluation, the exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented by following the instructions for use in: gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned tip on the plastic distal end cover. There were no reports of patient involvement.